Event description:
[Abbott binax now covid 19 ag card patient tested positive on abbott card test but was repeatedly negative on pcr testing. Patient is also (B)(6) for (B)(6). Are there other known(B)(6) with (B)(6). Physician needed to know if pneumonia was covid related or (B)(6) related. FDA safety report ID# (B)(4).